Event description:
A (B)(6) male patient called zoll customer support to report that his battery would not hold a charge. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (will not charge, battery faults) has been confirmed. Upon investigation the battery was unable to charge or power up a test monitor. The cause for the battery failure was isolated to damaged p2 and p1 controllers. The conductive connections to the p2 and p1 pads were broken. The root cause for the damage could not be positively identified, but the damage likely resulted from the battery impacting a hard surface. No adverse event resulted from the damage battery pack. The patient received a replacement battery pack.